Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for an unrelated surgery. Close to the end of the procedure, after the use of electrocautery; the pulse generator exhibited back-up vvi operation. After a device download, the device resumed normal function. There were no adverse consequences to the patient.